Manufacturer narrative:
Sc-1432 sn: (B)(6). The returned ipg was analyzed, the ipg was fully depleted when received and was unable to be linked with a known good remote control. The ipg was cut open and placed on an external power supply to retrieve the memory. The analysis of the device data logs revealed that it reached elective replacement indicator (eri) and that the battery lasted roughly 139 percent of its theoretical lifetime. The estimated patient battery lifetime was 3 months, and 28.3 days. This was above the estimated theoretical battery life of 2 months, and 25 days. With all the available information, boston scientific concludes the reported event was confirmed. The analysis of the device data logs revealed that it reached elective replacement indicator (eri) and that the battery lasted roughly 139 percent of its theoretical lifetime. The estimated patient battery lifetime was 3 months, and 28.3 days. This was above the estimated theoretical battery life of 2 months and 25 days. Therefore, the probable cause selected for this investigation is end of life problem identified.

Event description:
It was reported that patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg was nonfunctional. The patient underwent an ipg replacement procedure.